Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopically assisted vaginal hysterectomy. According to the reporter: before the surgery, the connector was broken at a touch. A new device was opened for the procedure.